Event description:
Per the clinic, the patient was placed under anesthesia for implantation surgery on (B)(6), 2012. However, it was discovered that the implantation kit had not been shipped as intended. The procedure was interrupted, and a new surgery was scheduled. There are no allegations of patient injury associated with this event. It is unknown if the patient has been implanted with a device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4). Shipping error, not applicable.